Manufacturer narrative:
The insulin pump passed the displacement, operating current, prime and excessive no delivery test noted. Analysis was unable to perform basic occlusion and occlusion test or verify motor error alarm due to broken reservoir tube lips noted. The test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The motor was tested outside of the device and passed. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, missing end cap sticker, cracked case reservoir tube window corner, cracked belt clip slot and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 365 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.